Event description:
It was reported that the image intensifier power supply arced and the system was unable to display live images, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the image intensifier power supply. The system operates as intended.